Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
Additional information was reported that the engineering analysis and discussions from boston scientific technical services (ts) were provided to the physician. The physician decided to send the patient to another hospital for a system revision. However, the physician discovered through the media that this patient died one week before the revision was performed. The date of death was not provided. The physician contacted the family members and they reported that the patient died at home while he was sleeping. The cause of death was not provided. No additional information was reported at this time. It is unknown if the ICD and lead will be explanted and returned for laboratory analysis.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) revealed an error message indicating a shock impedance measurement below 20 ohms. A review of the data revealed three 41 joule appropriate and effective shocks had been delivered since implant. The first shock revealed normal shock impedance measurements; however, the last two shocks revealed impedance measurements below 20 ohms. No noise episodes were noted and all other lead measurements were normal. In addition, the shock impedance trend was also normal. Shock impedance measurements were taken in other shock configurations and found to be within normal range. No adverse patient effects were reported. A boston scientific technical service (ts) consultant was contacted for technical assistance. A memory download was performed and sent to boston scientific engineering for further evaluation. Engineers reviewed the data and confirmed the low out of range shock impedance measurement. In addition, one episode revealed a shorted lead fault. The ts consultant communicated this information to the boston scientific field representative and discussed that considerations for replacing both the ICD and rv lead were strongly suggested. At the time, the ICD and rv lead remained implanted and a decision regarding replacement was to be made in the near future.

Manufacturer narrative:
No additional information is available at this time.